Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it has performed to specification up to (B)(6) 2012. On the same day the device log a ten minute manual power-up. There was insufficient evidence within the history log and during testing at heartsine to indicate the device had been switching itself on. Investigation did not confirm a fault with the device or any component in the device. The returned pad-paks from lot 549 and b0144 were found to be not fully depleted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.